Event description:
It was reported that the patient with this implantable pacemaker experienced pulse rate at 38 and thinks that the pacemaker is not working as it should be. Boston scientific technical services (ts) referred the patient to clinic. This device remains in service. No adverse patient effects were reported.